Event description:
It was reported by service report that the pt left side rail did not latch properly and the IV pole socket was loose. No pt involvement of adverse consequences were reported.

Manufacturer narrative:
IV pole.